Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
Exemption number e2015058. (B)(4). The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The device was previously returned and investigated, under (B)(4) on the (B)(6) 2014. The reported fault at that time was ¿device switching on automatically¿. The investigation concluded that the device was found to have membrane failure. The membrane was replaced and the device had hardware and software upgrades as per (B)(4) and retested to production pad final system test ((B)(4)). The sam 300p last passed ¿out qat from heartsine technologies on the (B)(6) 2014. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2014 and performed to specification up to the (B)(6) 2017. The pad-pak was removed. A pad-pak was reinstalled on the (B)(6) 2017. Between the (B)(6) 2017 and the last log entry on the (B)(6) 2017 information from the history log shows significant fluctuations in voltage as the device records multiple manual power ons alongside failed self-tests and log entries of nonsensical data. The returned pad-pak was inserted into the device and failed to power on. The device was disassembled to investigate. The report problem was found to be attributed to the failure of a capacitor. The functionality of the circuit is tested at (B)(4) final. Therefore, it is concluded that the component failed after dispatch. The device performed to specification throughout the history log until the (B)(6) 2017, therefore, it is assumed the component failed after this time. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.